Manufacturer narrative:
Concomitant medical products: product ID: 9733467, software version#: 2.3. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while loading exams for the following day's cases, the system displayed the error "no input detected" and then unexpectedly rebooted. The system continued to function as intended following the reboot. The manufacturer representative rebooted the system again to ensure the issue did not recur. The issue was resolved on call.